Event description:
It is reported that during surgery, the surgeon found that part of set screw silicon cover was found in the pt. He confirmed that the silicone cover from the set screw driver that he was using was intact. It was thought that silicone cover came off of another instrument during cleaning and attached itself to one of the instrument being used in this surgery. The surgeon is concerned that the silicon part was not completely removed from the pt.

Manufacturer narrative:
It is not known what instrument the silicon cover came from. No device evaluation will be performed. If additional info is received, it will be reported on a supplemental report.